Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor called carefusion technical support to request help exchanging defective parts on one of their demo ventilators. According to the distributor, they are having multiple/combined issues with the unit: the touchscreen was not working, there is some kind of vapor in the screen, the entire screen was stopped working, after they changed the front panel (at this time, the touch screen itself was working well), the ventilator was giving the error message "vent. Inop." The distributor states that they checked into the "vent. Inop" issue, and found that the turbine was not working. The replaced the turbine, and the "vent. Inop" error message disappeared. Once that issue was resolved the distributor states that they noticed that the ventilator did not ventilate. They looked into that issue as well, and found that the exhalation valve was not working. They changed the exhalation valve, and the ventilator worked normally, however now they claiming that they are noticing a "significant" difference between the exhaled tidal volume (vte), and the inhaled tidal volume (vti). No patient involvement.

Manufacturer narrative:
Failure analysis lab received a vela front panel assembly. The vela front panel assembly was visually inspected. Visible ingress spots containing moisture were noticed on the touch screen display and markings to the membrane. The vela front panel assembly was installed in known good unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Attempted to perform display calibration but failed due to intermittent and unresponsive interaction with touch display. The main menu display could not be brought up and the screen could not be calibrated. The reported problem was duplicated and isolated to touch display. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assy which was received without proper esd packaging. Examined turbine and found that it caused the vent to malfunction. Unit is not operating within specifications; unit displays motor fault, circuit fault, low pip and low ve. The problem was traced to corrupt data on eeprom on turbine interface pcba. Turbine was re-characterized and the unit would takes one breath then go vent inop and after that it just started to go vent inop on powerup. Duplicated, turbine failed, complaint allegation. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement front panel and turbine to the distributor. They also issued a returned goods authorization (rga) number for the return of the alleged faulty front panel and turbine for evaluation. As of 03/03/2015, the alleged faulty front panel and turbine have not been received. Should the alleged front panel and turbine be received, and evaluated, a follow up medwatch report will be submitted. Carefusion technical support determined that the probable cause of the vte/vti issue is most likely related to calibration. In order to address this particular issue, carefusion technical support will be following up, and guiding the distributor through the calibration procedure.